Event description:
On (B)(6) 2015, a customer contacted biomerieux to report the same bottle ID on 2 bottles of bact/alert® fa plus culture bottle. The first bottle was loaded and completed testing without incident and was discarded. The 2nd bottle was entered into the observa data management computer, the tech realized that the bottle ID matched a previous bottle and therefore this new bottle attempted to attach to the previous bottle's patient information. To ensure the bottle attached to the proper patient's record, the 2nd bottle was loaded into 3d using a generic bottle ID and not the duplicate bottle ID. When requested to provide specific details regarding the incident, the customer indicated no death nor injury was associated with this event. An investigation into this incident has been initiated within biomerieux.

Manufacturer narrative:
The complaint was received from one clinical customer site in (B)(6). The customer reported a bact/alert® fa plus bottle (p/n 410851) that, upon being entered into the observa system, was linked to another patient in the system. The exact lot of the bottles involved in this event was not available from the customer. The potential lots in use at the time of the event were manufactured in february, march, and april of 2015, and the customer complaint was received in (B)(6) 2015. The bottle was entered into the observa system on (B)(6) 2015. However, it is unknown if the bottle was scanned or manually entered (typed) into the observa system for the loading event on (B)(6) 2015. A probable scenario of the duplicate label identification number is that, during the original loading event on (B)(6) 2015, the bottle ID was manually typed into the instrument and a typographical error was created at that time. The event would not have been discovered, however, until the second event a week later on (B)(6) 2015 when the bottle imprinted with that ID on the barcode was scanned into the observa system. Quality systems confirmed that the bottle label supplier has controls in place to assure that in the event a duplicate label was generated, that it would be identified, properly quarantined, and never sent to biomerieux. The supplier scans 100% of the labels generated and retains an electronic file of each label (identification). Their label generation process, software applications and quality system have been audited by biomerieux in order to confirm that the validated state indicated in their investigation response meets biomerieux standards. A search of the supplier's generation files associated with the lots in question as well as the inspection files were searched to determine if the bottle ID in question was produced in duplicate. That search deemed that the bottle ID was not printed in duplicate. This complaint cannot be confirmed based on the information available.